Event description:
It was reported that soon after initial implant of the implantable pulse generator (ipg) device the atrial channel did not pace. Therefore the ipg was removed and replaced with a new device. All measurements were good; after the replacement the atrium paced well with the new ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(6) the device was returned and analyzed and no anomalies were found.